Event description:
It is reported that x-rays showed a lose tibia and bone scan confirmed it. During revision surgery, the tibia implant came out with no cement attached.

Manufacturer narrative:
Eval summary: the device was not returned with the complaint for review. As the product has not been received, a review of the device could not be performed. Photographs, surgical notes and x-rays were not provided; therefore, it is unk whether the components were implanted with the correct fit and orientation and what condition they are in. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.